Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an error 1 message on the meter that could not be cleared. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 - device evaluation: the meter has been returned to animas and evaluated on 05/04/2015 with the following findings: the meter started up to an error 1 code that could not be cleared due to an error with the ram. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.